Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead showed multiple signs of abrasion and a damaged insulation. In particular at approx. 12.5 cm distal to the is-1 connector pin the insulation was found rubbed through. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Further inspection of the lead demonstrated a damaged insulation at approx. 20.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state as the result of clavicular first rib entrapment. These findings can be considered as the root cause for the mentioned clinical observations. Furthermore cuttings in the insulation were detected which occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient stated she was informed the lead was fractured and not functioning properly from her previous doctor. She complained of feeling dizzy. The lead was removed as part of a system for intermittent loss of capture.